Manufacturer narrative:
A good faith effort was performed to obtain additional information regarding this event. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted and no specific reason was provided. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted and no specific reason was provided. No additional adverse patient effects were reported. The device has been returned and analyzed.

Manufacturer narrative:
A good faith effort was performed to obtain additional information regarding this event. At this time, no further information is available. Should additional information become available this report will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.